Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the initial assessment was on the wrong signal amplitudes when troubleshooting. The lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) exhibited a sensing issue and was not was not sensing the p waves. A polarity switch during an ablation procedure was observed on the ra lead. It was also noted that the ipg was not mode switching appropriately. The ipg was reprogrammed and remains in use.